Manufacturer narrative:
E1 phone number: (B)(6). B3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the filter cap of the blood gas syringes leaks blood after sampling. No patients were harmed.

Manufacturer narrative:
This complaint was incorrectly filed under this registration number, please reference mrn 3012307300-2025-06985-00 for details pertinent to this event.